Manufacturer narrative:
The customer reports the issue happened during surgery in the operating room (or) with a child subject the saturation partial o2 (oxygen) (spo2) dropped out. They connected the probe to the root monitor (deep sedation) and were able to see the spo2 on that monitor with the same probe. It is unknown if an inop error was displayed on the monitor at the time of the reported event. The customer stated that there was no further picture or information to indicate what else they were seeing during the drop out. The customer informed the x3 monitor was used in combination with the mx750, but no product information has been provided. The customer confirmed that the spo2 drop out issue started last year once they moved on to the new mx series. A philips national support specialist (nss) attended the customer site for a couple of days and stated he has visited the customer site and found various non compliances on cleaning practices. The customer was using a cleaning cloth saturating the cables with non-approved cleaning agent, causing corrosion on the cables. The customer has been advised to stop using non approved cleaning products, as this appears to cause oxidation on the spo2 cables. The customer has also been provided with free replacement of the msl & network cables and add grounding cable to monitor. Philips recommended the use of electrocardiogram (ECG) electrodes with wet gel. The cause of the reported problem is due to customer not complying with instructions for use, using non approved cleaning agents causing oxidation on the cables.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the saturation display was lost. It is unknow if the device was in use at time of event, and there was no adverse event reported.